Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shocks in more than a single episode. It was reported that the shocks occurred while the patient was sleeping. Review of the stored episodes noted a very low amplitude signal (nearly flat), with double and triple counting. Additionally, the smartpass feature was noted to have disabled due to the low amplitude signal. The amplitude shift was unable to be recreated. The smartpass feature was re-enabled. Technical services (ts) discussed potential programming options for the sensing vector. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shocks in more than a single episode. It was reported that the shocks occurred while the patient was sleeping. Review of the stored episodes noted a very low amplitude signal (nearly flat), with double and triple counting. Additionally, the smartpass feature was noted to have disabled due to the low amplitude signal. The amplitude shift was unable to be recreated. The smartpass feature was re-enabled. Technical services (ts) discussed potential programming options for the sensing vector. No adverse patient effects were reported. This device remains in service. It was reported that an additional inappropriate shock was later delivered due to ongoing t-wave oversensing. Additionally, a low shock impedance measurement of 29 ohms was recorded following shock delivery. Review of stored device data noted shock impedance measurements decreased approximately seven months ago, however, remained relatively stable. The device was then reprogrammed to another sensing vector.